Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open cardiovascular surgery, the clip was malformed in w-shape. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.